Manufacturer narrative:
The astral device was returned to resmed. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a super capacitor leak on the main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. The evaluation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).